Event description:
It was reported that intermittent occlusion alarms occurred. The customer would change the pump supplies to address the occlusions. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection. On (B)(6) 2026 the customer went to the emergency room (ER) with a blood glucose (bg) level of 551 mg/dl. The customer received intravenous fluids of saline and insulin, which resolved the issue without causing any injury or permanent damage. The customer was released later that same day.